Manufacturer narrative:
This report is submitted on june 21, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022 due to non-use of the device.

Manufacturer narrative:
Correction: the date of explant (d6b) was filed inadvertently in the previous report, the correct date should be on (B)(6) 2022. This report is submitted on july 27, 2022.